Manufacturer narrative:
H6; dislodged anvil. Endopath ets: based upon the info rec'd and the visual examination, it was concluded that the instrument with the anvil dislodeged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut and formed the staples within design specification. No conclusion could be reached as to how this damage occurred.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the jaws of the tsw35 failed to open when the release button was pressed on the fifth firing. The jaws had to be open via endo graspers. Another tsw35 was used to complete the case. The device was from an fd050 tray. There was no consequence to the pt.